Event description:
It was reported that the ilet user experienced recurrent low glucose after announcing a usual meal instead of a smaller meal, resulting in hypoglycemia. The event was associated with an incorrect procedure related to meal announcement and involved the user interface. Symptoms included hypoglycemia with a lowest reported blood glucose of 53 mg/dl. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to meal announcement, with the user interface implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.